Manufacturer narrative:
Other relevant device(s) are: product ID: 9733763, version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the patient tracker was an inch or more inaccurate. The clinical specialist (rep) on site stated that the tracker was upside down and caused the inaccuracy. Navigation was aborted and there was a 10-minute delay in procedure. There was no patient impact correlated with this event.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine a root cause from the logs provided. (B)(4). If information is provided in the future, a supplemental report will be issued.